Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had b30 error message on the monitor after it was plugged into the light source. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated: d4, d9, g1, h2, h3, h6, h11. Corrected: b5. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: b30 error message due to fluid invasion. The most probable cause is cause traced to component failure caused by electrical/electronic component problem. The performance of an electrical or electronic component was found to be inadequate. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the¿bronchovideoscope had b30 error message on the monitor after it was plugged into the light source.¿the issue was found during inspection for use. There were no reports of patient harm.